Manufacturer narrative:
The complaint that the IV catheter could not be advanced was confirmed from the circumstantial evidence that was observed on the returned IV catheter; however, the root cause of the catheter damage could not be determined. One 24g insyte autoguard device was returned for investigation. The sample exhibited evidence of use. The needle was received fully retracted. A microscopic examination of the IV catheter revealed no damage or defects at the tip that would inhibit advancement. A v-shaped breach in the catheter tubing was observed near the midpoint of the catheter, which was consistent with needle puncture damage. The needle puncture damage was likely associated with the reported advancement difficulties; however, the root cause of the complaint could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of damage. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Piv placed in pt right foot, got good flash, unable to advance the catheter. Pulled back, still not able to advance. Pulled IV out and found it to be split. Event date: 11/11/2025. Was there injury? Yes, failure of product required the need for an additional needle insertion. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, adverse event to patient. Split IV caused discomfort and pain for patient. The product failure also resulted in the need for an additional poke.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.